Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17682358m has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: unknown, serial #: unknown. Non biosense webster, inc. - st. Jude medical agilis nxt steerable sheath . Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch bidirectional catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient became hypotensive and a pericardial effusion was confirmed via echocardiography. Pericardiocentesis yielded an unspecified amount of fluid. Patient was reported to be in stable condition. There is no information regarding extended hospitalization as a result of the adverse event. Patient fully recovered. Patient factors that may have contributed to the adverse event include patient movement during the procedure. Physician did not provide a causality opinion. No transseptal puncture was performed. A st. Jude medical agilis nxt steerable sheath was used. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed during the procedure. Irrigated catheter flow was set at 2 ml/min during mapping. There is no information regarding anticoagulation during the procedure. There is no information regarding shaft proximity interference value. Thermocool smarttouch bidirectional catheter was not in close proximity to another catheter. Thermocool smarttouch bidirectional catheter was zeroed after the initial warm-up phase, post catheter connection to the carto 3 patient interface unit. Carto 3 system did not indicate to re-zero the catheter. There were no errors reported on any biosense webster, inc. Equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.